Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted the mesh had migrated intra-abdominally with pronounced scarring. He lysed very dense adhesions involving several pieces of great omentum, colon, and the old mesh and resected the old abdominal mesh. He resected a portion of the volvulus descending colon and a portion of the fairly distended colon with transition point and ischemic changes. It was reported that the patient experienced severe pain, discomfort, bowel obstruction and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/11/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.